Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 382 mg/dl at the time of incident and the current blood glucose of the patient is 439 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.